Event description:
The customer reported tempus pro device shuts down when the video laryngoscope is in use.

Manufacturer narrative:
Previously reported on (B)(4)with MDR# 3003832357-2022-00037. Device investigation has taken place on (B)(4) with 3003832357-2022-00037.